Event description:
A registered nurse (rn) reported this patient on peritoneal dialysis (pd) had peritonitis. In additional follow-up, the patient¿s pd nurse stated that patient was experiencing symptom of abdominal pain and cloudy pd effluent. On (B)(6) 2022, the patient was seen in the outpatient pd clinic a. The patient had a pd culture obtained (the same day) which generated growth of the bacteria staphylococcus epidermis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2000 mg on an outpatient basis. Per the nurse, the patient is recovering from the peritonitis event and continues pd treatment with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Event description:
A registered nurse (rn) reported this patient on peritoneal dialysis (pd) had peritonitis. In additional follow-up, the patient¿s pd nurse stated that patient was experiencing symptom of abdominal pain and cloudy pd effluent. On (B)(6) 2022, the patient was seen in the outpatient pd clinic a. The patient had a pd culture obtained (the same day) which generated growth of the bacteria staphylococcus epidermis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2000 mg on an outpatient basis. Per the nurse, the patient is recovering from the peritonitis event and continues pd treatment with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.